Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.

Event description:
The pt experienced loss of effect within 3-6 months of pump implant. A catheter dye study was performed and it "seemed ok." The catheter would not aspirate via the side access port "easily." It was "fine when cut in the back with perfect flow." It was noted there was a possible occlusion in the catheter. The pump was replaced on (B)(6) 2011. The hcp believed that perhaps the "pump wasn't ok, because he cauterized it over and over upon removal." The pt status after the device was removed was noted as recovered without sequelae. The drug used in the pump at the time of the event was lioresal.